Event description:
It was reported that post implant an adjustable band procedure, the band was removed. The patient had a gastric prolapse above the band. The surgeon who explanted the band did not implant the band. The number of band adjustments are unknown. The implant date is unknown. The band was explanted and the patient was converted to a sleeve gastrectomy. The patient was discharged home with no further complications.

Manufacturer narrative:
(B)(4). The band, injection port and tubing strain relief was returned for analysis. Device analysis cannot confirm events that are physiological in nature such as "gastric prolapse". While it is not possible to draw a definitive conclusion regarding root cause of the gastric prolapse, it is noted that gastric prolapse is a recognized adverse event associated with gastric banding and the use of the realize adjustable gastric band. Depending on severity, this may require band deflation, or a second operation to reposition or remove the band. A device history (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.